Event description:
The customer reported that there is a delayed alarm. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Unfortunately, the malfunction could not be reproduced: intermittent delay of red alarms. The following tests were carried out and showed no problems: testing with patient simulator at bed 1, securing the logs. Replacement of the fmx module at bed seat 1 with the customer's device. The system complies with the manufacturer's specifications in the tests carried out, with the exception of delayed alarms, which cannot be traced in each case. It is partially operational for clinical use. A follow-up appointment is required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.